Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: >7.5, lab: 1.8. Time between testing less than one hour. Caller reports wiping the first drop of blood and smearing blood onto the strip with excess volume.